Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus would not calibrate and it was further noted that it did not align with the cursor. The overlay/bezel assembly was replaced and the stylus was then calibrated to the screen. Corrosion was found on the lower case, link electronic module (lem) board and inside the analyzer bay and therefore the lower case, lem board and analyzer bay were replaced. It was noted that the system fan was noisy and it was replaced. (B)(4).

Event description:
It was reported that the programmer's stylus touch pen would not calibrate. The programmer was returned for service. There was no patient involvement.